Manufacturer narrative:
Physio-control evaluated the customer¿s device and verified the reported issue. Physio isolated the cause of the reported issue to the system pcb assembly. The customer declined to have their device repaired and the device was returned unrepaired to them. Further root cause could not be determined.

Event description:
The customer contacted physio-control to report that their device would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not power on. There was no patient use associated with the reported event.